Event description:
Technician alleged that the bed was not placing a nurse call.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The lead was explanted due to a relevant strong pain by ventricular stimulation.